Event description:
It was reported that the patient underwent a robotic hysterectomy on (B)(6) 2014 and suture was used. During the procedure, the needle broke when suturing the trocar site closed. Due to very small size, the broken needle was not detected by xray. The patient was discharged. Then the broken needle was located at the trocar site in abdomen by ultrasound; and it was removed successfully in the office.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The needle was examined and there were marks on the needle from the needle holder. Also, the tip of the needle was inspected and the needle was broken at the tip. The marks on the needle were likely caused by use of the needle holder; since, the needle was severely damaged at the end. The sample condition suggests an improper handling of the needle-suture; this is not a defect of the manufacturing process.